Event description:
During the transfer of a female patient using the sara 3000 lift and a medium-sized sling, she raised her arms and slid out of the sling onto the floor breaking her wrist on the leg of the lift. The patient was admitted to the hospital for treatment; at the time of the interview conducted by the arjohuntleigh service tech, the patient was still in the hospital and her wrist was pinned together.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the manufacturer medibo medical products nv (registration# (B)(4)). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.